Event description:
During blood transfusion. Anesthesiologist reported that there were air bubbles present in the tubing cassette. No pt injury resulted, however nurse indicated that the tubing had been correctly primed prior to use.